Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result on the alinity c, serial number (B)(6), included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. The ict module, list number 09d28-04, was replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased sodium result for a 77-year-old patient on an alinity c analyzer. The following data was provided (customer¿s reference range for this patient is 137-145 mmol/l): sample ID (B)(6) initial result was 118, repeat result was 141 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for a 77-year-old patient on an alinity c analyzer. The following data was provided (customer¿s reference range for this patient is (B)(6) mmol/l): sample ID: (B)(6) initial result was 118, repeat result was 141 mmol/l. There was no impact to patient management reported.